Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer reported that pre-procedure device checked was performed. Pre-cleaning was performed less than 5 mins after the procedure. During pre-cleaning water was aspirated through the suction channel and auxiliary channel with suction pump until aspirated liquid became clear. The device forceps elevator was moved to raise and lower 3 times in the water during aspiration. During manual cleaning, leak test was performed, and the customer used mediclean forte (dr (B)(6)) detergent with open channel brush to brush the instrument/suction channel, suction cylinder, and instrument channel port. The detergent was aspirated through the instrument/suction channel and brush inserted into the instrument channel from the suction cylinders. The forceps elevator was also brushed. The customer then flushed the air/water channel, instrument/suction channel, auxiliary channel, and forceps elevator according to the IFU. There was no manual disinfection of the scope performed. However, the scope was wipe down with a towel and blew with compressed filtered air. For automated endoscope reprocessor (aer) treatment, the medivator advantage (medivator) aer reprocessor along with rapicide 1 (medivator) detergent and rapicide 2 and pa (medivator) disinfectant was used the scope was stored in a drying cabinet with removable parts detached. The scope was not sterilized. The device has been returned to olympus for evaluation. The evaluation is currently in progress. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope biopsy channel tested positive for greater than 100 colony forming unit (cfu) of microbacterium on (B)(6) 2022 and tested positive for greater than 100 colony forming unit (cfu) of microbacterium on (B)(6) 2022. It was reported that the biopsy channel was replaced. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the hygiene microbiological investigation report and the device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. In addition to be b5, the device evaluation found several technical defects such as the water tightness was lost due to a deformed scope connector cover, the objective lens had a crack and the adhesive on the bending section cover is uneven.

Event description:
Upon inspection and testing of the returned device, it was observed that foreign material was exiting from the channel.